Event description:
A medwatch report was received which indicated that a pt with a bjork-shiley convexo-concave mitral heart valve was explanted due to "difficulty with disk opening & closing from poss. [Ible] pannus overgrowth." According to info from the initial reporter, the pt's bjork-shiley convexo-concave aortic heart valve was also replaced during the same procedure. The pt survived surgery.

Event description:
According to a copy of an operative report forwarded to shiley from the initial reporter, the pt presented with symptoms of periodic nocturnal shortness of breath and palpitations. Examination in surgery of the bjork-shiley convexo-concave mitral heart valve revealed there to be extensive pannus overgrowth impeding valve excursion.